Event description:
It was reported that the bd nano¿ 2nd gen pen needle cannula breaks off. The following information was provided by the initial reporter: the needles in the cap are loose and hanging out the box number is 2012 564 expiration 2027- 01- 31 4.

Manufacturer narrative:
H6: investigation summary. No samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle cannula breaks off. The following information was provided by the initial reporter: the needles in the cap are loose and hanging out the box number is 2012 564, expiration 2027- 01- 31 4.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, nj was used as a place holder.